Manufacturer narrative:
The reported events of device dislodged or dislocated, capturing problem, failure to sense were not confirmed. The reported event of stretched helix was confirmed. Final analysis found the device helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir dual chamber leadless pacemaker (lp) implant. Post-procedure, the patient was noted to become hypoxic and hypotensive. The patient complained of having abdominal pain. Interrogation revealed the atrial lp was failing to sense and capture. A chest x-ray was done and showed that the ra device had dislodged and traveled into the liver. The patient was brought back to the electrophysiology lab and retrieval of the atrial lp was performed successfully with no complications to the patient. The helix of the lp was noted to be distended upon removal. An alternate lp was implanted. The patient was stable.